Manufacturer narrative:
(B)(4). Batch # r93h96. Three attempts had been made to obtain the following additional information: in the event description it states: ¿the tip was broken didn't peel out (the coating link broken tips).¿ did the white tissue pad break? If yes for the white tissue pad breaking, is the white tissue pad completely missing from the clamp arm? Did the active titanium blade tip break off? To date, no response was provided. However, the device was received for analysis and upon review of the analysis findings, it was concluded that this event now meets the FDA defined criteria for a reportable event and is being considered as a malfunction. Please see the following investigation summary of the device analysis. Investigation summary: the device was returned with the tissue pad and with no apparent damage. However, the distal tip of the blade was broken off and returned. The remaining blade portion was scratched, and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause for the device stop activating and to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that when professor was undergoing procedure, the tip of harmonic had been broken. There was not excessive activation of harmonic. The tip was broken and didn't peel out (the coating link broken tips). The fragment(broken tip) didn't peel out from the device due to coating layer. The procedure was successfully completed after changing to new harmonic. Procedure was delayed by 5 minutes but there was no patient consequence.